Event description:
I have received via us mail the test kits sent via the most recent (sept 2024) us gov't-sponsored distribution. These kits are from osang healthcare and bear an expiration date of "2024-01-15" which I interpret as january 15, 2024. A review of the FDA expiration date guidelines indicates that there is no extension provided and thus the date printed on the package should be followed. Why are we bothering to spend taxpayer money sending out test kits that expired nine months ago? Tried calling the company but there is a disembodied voice and the prompts do not work. Unable to reach a real person.